Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which the spike/drip chamber separated from the set. The medication being administered is unknown. There was a patient involved. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection confirmed that, the drip and spike were missing from the end of the tubing. Closer visual inspection of the tubing end showed that, there is very little solvent bond residue and no plow ridge visible. Therefore, the reported condition was confirmed. The assignable root cause was determined to be insufficient solvent.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.